Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on posterior side assessed as fold flaw opening. Additional observations: yellow particles in the shell, wear abrasion and crease fold is observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported right side deflation. Device has been explanted.